Event description:
The reporter indicated that a 13.2mm, vticm013.2, -15.50/1.5/069 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2023 as a replacement lens to correct lens rotation not associated to a low vault. This replacement lens did not resolve the problem, " lens has rotated/ induced astigmatism" was reported. Lens remains implanted. The reporter states the cause of this event is due to patient related factor. The reporter also states that the device failed to perform as intended. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).